Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. However, the customer declined service. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received. (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition. There was no patient involvement.